Event description:
Caller reported damage to the usb port of the pump, affecting the ability to charge it, though the pump had not shut down. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup method to ensure continued insulin delivery. Tandem technical support arranged to send a replacement pump and provided instructions for returning the damaged one.